Event description:
Country of complaint: (B)(6). Needle and thread almost detached. During liver transplantation, upon removal from package, the nurse noticed that the suture was frayed in the area just before entering the needle.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: samples received: 1 open and 4 unopened racepacks. There are no previous complaints of this code/batch. There are (B)(4) units in OEM stock. We have received 4 closed samples and one open sample (the thread shows splitting near the needle attachment of the open sample). Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Conducted needle attachment test and none of the sutures have splitting/fraying of the thread. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: the complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.